Manufacturer narrative:
Analysis was completed. The complaint of pacemaker found in backup mode was confirmed. Backup operation was reproduced at cold temperature and this is consistent with xena ic anomaly.

Event description:
It was reported the patient presented for an implant procedure. Prior to implant, the pacemaker was interrogated to input patient data and found to be in backup vvi mode. The pacemaker was not implanted and exchanged successfully. The patient was stable.